Manufacturer narrative:
This is the same event as 3010536692-2016-00462. See attached.

Event description:
Allegedly the patient was revised due to the following mom complications: hip pain, clicking, weakness, restricted motion, elevated metal levels, metallosis (left)

Manufacturer narrative:
This is the same event as 3010536692-2016-00462.

Event description:
Allegedly, the patient was revised due to the following mom complications: hip pain, clicking, weakness, restricted motion, elevated metal levels, metallosis. (Left).